Manufacturer narrative:
A visual examination revealed that the pebax section was detached/separated, exposing the tip of the core wire. The pebax section was returned and is damaged with presence of adhesive remnants found indicating that the pebax was properly attached to the core wire. No evidence of core wire fractured. It is most likely that due to anatomical/procedural factors encountered during the procedure, since the presence of adhesive indicating proper manufacturing was determined, hence the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. (B)(4).

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The device has been returned for evaluation; however a failure analysis of the complaint device has not been completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2013. According to the complainant, during the procedure five centimeters of the distal tip detached, exposing the tip of the corewire, into the patient's left hepatic duct. The patient has undergone further ercp procedures, but the tip has not been able to be recovered yet. The procedure was completed with a second jagwire with no patient complications.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2013. According to the complainant, during the procedure five centimeters of the distal tip detached, exposing the tip of the corewire, into the patient's left hepatic duct. The patient has undergone further ercp procedures, but the tip has not been able to be recovered yet. The procedure was completed with a second jagwire with no patient complications.